Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they just checked their device and saw a message that said internal device battery low. Agent reviewed meaning of message. Patient said they have only had the device for 2 years and said their settings are not very high. Agent asked if the patient had higher settings in the past, and the patient said no. The patient mentioned they use their device every day. The caller stated that they feel like the device is not already working and stated that they were going back to the way they were before the implant. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.